Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not engage in the shell. A second liner was opened, and it engaged correctly. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d9; g3; h2; h3; h6 visual review of the returned liner confirms item and lot etch. Liner shows deformation and burrs to the cutouts located on the outer spherical surface. High wall shows gouges on and between the anti rotation scallops. Scratches were noted to the inner spherical surface from attempted implant. No other damage was noted. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.